Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the hub would come out of the tube shaft itself, so much so that the patient had to be reintubated as it would not stay connected.